Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing thresholds. This was observed during a device check prior to a generator changeout. Furthermore, there was one episode of noise on the rv channel and the physician suspected a lead fracture. All impedance measurements were stable and within normal limits. The shock channel was clear of noise. The physician decided to surgically capped and abandoned the rate/sense portion of the rv lead and place a new rate/sense lead. The shock portion of this lead remains in-service. No adverse patient effects were reported.